Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the keypad buttons were not working. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: the keypad was found to be intact and all keys responded appropriately. The keypad cover was removed; no contamination was found under the key contacts. No button contact defects were observed. The pump cover was removed; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. Investigators were unable to confirm or duplicate the complaint.